Manufacturer narrative:
The implicated disposable set has not been returned for investigation. The manufacturing records for this lot were reviewed and no anomalies were identified. The investigation is not yet complete. A follow-up report will be submitted.

Event description:
Belmont's distributor received a complaint from the user facility and relayed the following report: "the bottom of heat exchange (connector) was leaked."